Event description:
It was reported that (1) device was used during a laparoscopic appendectomy. It was reported by the affiliate that the atb35 instrument did not fire; obviously, it has been opened a bit before firing the device. Another instrument was used to complete the case. There was no consequence to the pt.